Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Dr initially reported spring broke and flew, hitting dr near eye, hurt very badly. No injury to him or pt, occurred (B)(6) 2012. On (B)(6) 2012, dr reports via phone that when the spring broke it did fly and hit his face near the eye, he was not injured but he could have been.